Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery, and the pump subsequently shut off. Customer resumed insulin delivery successfully. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. No additional information was provided.